Event description:
A male underwent evar in 2009. The pt has cardiovascular disease, use of a pacemaker and previous history of renal failure and dialysis. The pt's anatomical form was considered suitable although he had a tortuous aorta. After the supra renal stent was deployed, the contra limb deployed but it was unable to cannulate since the contralateral limb was positioned into the common iliac of the ipsilateral side. A tug-of-war technique from left brachial was used for the cannulation. Angiography revealed that it was not able to keep route to the left common iliac. Then a fem-fem bypass and placement of a converter graft. Blood flow was good and no endoleak. Physician stated that length of the graft seemed longer than the length of the suitable graft for the pt. The sales rep (who was at the procedure) stated that the length of the lowest renal artery to the aortic bifurcation (l1) was 128 mm. When angiography was performed, the main body did not seem to be too long for the l1 length. The positions of both bifurcation and gold radiopaque markers were confirmed, but it was not able to see the position of renal artery when angiography was performed since both renal arteries were occluded. The first stent of the ipsilateral limb had been deployed when the contralateral limb was cannulated.

Manufacturer narrative:
The development of the zenith product line successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure, specific to cannulating the contralateral limb, the IFU lists several factors to consider that if followed, may prevent difficulty from occurring; during main body placement, the contralateral limb should be slightly anterior to the origin of the contralateral iliac, which can be verified by the gold marker on the contralateral limb. The IFU states to confirm location of renal arteries prior to fully deploying contralateral limb. The IFU states to verify contralateral limb is at least 5 mm above the aortic bifurcation. The device remains implanted and no images were provided to assist in this investigation. At this time, there is no evidence to suggest the device was not manufactured to specifications. Although no evidence exists to contradict the substance of the complaint, there is not enough corroborating evidence at this time to consider the complaint confirmed. However, we have notified the appropriate individuals and we will continue to monitor for similar events.